Event description:
It was reported the patient had an increase in pain. The patient's physician attempted to withdraw from the catheter access port (cap) but could not aspirate. Prior to this incident it was reported there had not been any volume discrepancies and the patient did not have any falls or trauma. An x-ray of the catheter connection site was performed but it was unclear whether there was a connection issue because the x-ray view was not truly anteroposterior. It was reported later the same day that the patient had not had pain control for a ''long time.'' Another x-ray was performed and ''it appeared bent.'' It was noted the ''connector though looked like a straight pump connector.'' It was later reported the physician planned to do a catheter revision but a date had not yet been set. The device system was used to deliver fentanyl, bupivacaine, and dilaudid. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event is unknown and could be due to a possible disconnection of the catheter at the pump. When doing a catheter dye study, the catheter appeared to be disconnected. Surgical revision has not yet been scheduled. The patient was experiencing poor pain control as a result, as already reported. The healthcare provider (hcp) stated that it was "also hard to know when the problem occurred if indeed it is a problem", as "the patient has not been significantly different lately". The hcp had just recently taken over care of the patient. The patient status was reported as "no injury". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot # j0039925r, implanted: (B)(6) 2000, product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).